Event description:
Distributor contacted dexcom technical support on (B)(6)2014 to claim no audio output patient experienced on (B)(6)2014. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).